Event description:
This is 4th of 4 MDR's filed for similar events. 25 mins into hemodialysis treatment a leak is reported at the joint between the tubing and dialyzer connector on the arterial bloodline. Due to possible contamination a portion of blood in the extracorporeal circuit was discarded resulting in estimated blood loss = 50cc. No injury or need for medical intervention is reported.